Manufacturer narrative:
A hardware analysis of product:bi71000162 and product:bi71000163 was initiated to determine the probable cause of the issue. Analysis confirmed the reported issue of low battery alert. The battery trays failed bench test. Battery was no longer holding charge. The battery was going to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000162, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4); product ID: bi71000163, serial/lot #: (B)(4), ubd: 30-may-2020, UDI#: (B)(4). A medtronic representative went to the site to test the system. Testing revealed that the low battery was confirmed. Deterioration of the battery was determined and the battery trays were replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that a low battery message was displayed after 3d images were taken during the case. The power was turned off once and the battery was re-charged, and the imaging system was started before 3d images were taken again. The operation was then completed successfully. There was no impact to patient outcome and no reported delay to the procedure as a result of this issue.